Event description:
It was reported that the right ventricular lead exhibited failure to capture. An x-ray was performed, and it was discovered that the lead fracture below clavicle. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.